Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device intermittently rebooting and were getting locked with the care fusion application. A technical support specialist (tss) worked with the field service engineer (fse) and updated the local security policy setting for machine inactivity from 450 seconds to 0 across all stations, followed by proper reboots via station configured. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary bst1-2w unit was experiencing intermittent reboots. During these occurrences, the medstation become locked and displayed cfnapp and cfnadmin. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.